Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer report. The device's ECG shield was replaced as a precaution. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the reported event. The clinical data or electrode pads were not supplied as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-01608 for a similar event reported from the same customer.